Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 301 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. Customer was advised to run manual prime with empty pump until piston reaches end of travel. The customer stated pump alarm no reservoir. Customer's father does not want to continue troubleshooting he wants to put his daughter back on the insulin pump. Customer's father stated that he knows how to troubleshoot.